Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection found a tear at bifurcation area of catheter that caused water leak out. The tear is caused by mechanical force from outside. Exact cause of sample condition could not be determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿warnings method for use do not inflate the balloon in the urethra. [The urethra may be injured. Do not pull the catheter hard. [The bladder/urethra may be injured. Applicable patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged. Contraindications method for use: do not reuse. Do not resterilize. This device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. Be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon. Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon. Applicable patients: patients who are or have been allergic to natural rubber latex. Patients with known allergy to silver coated catheter".

Event description:
It was reported that upon injecting water into the catheter immediately after placement, water leakage was found around the bifurcation of the funnels.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that upon injecting water into the catheter immediately after placement, water leakage was found around the bifurcation of the funnels.